Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
The surgeon reported "plate fit patient perfectly, almost over adapted, however there was misalignment on predictive hole placement." The holes were pre-drilled based on the guide, when he went to place the prebent plate the misalignment was identified, therefore the surgeon drilled additional holes to line up with the plate.

Manufacturer narrative:
Athe virtual surgery planning case was evaluated for the complaint that the predictive holes on the plate did not match the cutting guide. The complaint could not be verified as the implant remains implanted and could not be evaluated. The vendor conducted an investigation and found ¿all components provided for the case were designed, manufactured and inspected per documented work instructions and to specifications and met all criteria.¿ there are no indications of manufacturing defects. The most likely cause of the misaligned predictive holes is the manual bending process. Fields were updated based on the review of the design. Evaluation codes: method: - other (code unspecified) results: - other (code unspecified) conclusions: - user error contributed to event. No product returned,design was reviewed.